Event description:
The pt stated that the subcutaneous infusion set leaked on the bottom side of the plastic connector right before the soft cannula. He also stated that the leakage did not appear to be coming out of his skin.